Manufacturer narrative:
Qn # (B)(4). The actual device was not returned; however, the customer provided one video for analysis. The complaint of a leaking arterial catheter was confirmed through analysis of the video. The leak was located on the catheter body directly adjacent to the catheter hub. The manufacturing facility was contacted as part of this complaint investigation. They confirmed that, based on the video, this defect needs to be further investigated by their facility. A device history record review was performed, and no relevant findings were identified. The instructions for use provided with this kit warns the user, "do not apply tape , staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow , or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations". The customer report of an arterial catheter leak was confirmed through analysis of the customer supplied video. The video shows a catheter being flushed while inside the patient. A leak was observed on the catheter body directly adjacent to the catheter hub. A device history record review was performed with no relevant findings. Based on the customer report, the supplied video, and the correspondence with manufacturing, the root cause is likely manufacturing molding process related. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: 02 jan 2024, the catheter was found leaking during used on the patient. The patient was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: 02 jan 2024, the catheter was found leaking during used on the patient. The patient was reported as fine.